Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to over 300 mg/dl. The patient removed the pod from the pod infusion site (arm).

Manufacturer narrative:
The returned device was evaluated and the device was received undeployed. Download data shows the device delivered 23 first prime pulses and was deactivated at 33 pulses. During the first priming sequence, a second confirmed open was triggered earlier than expected due to a rotational sensor malfunction, resulting in first prime ending prematurely. This caused the completion of second prime to occur without the needle mechanism deploying. The device was reset, paired with the master pdm and successfully delivered a 5u bolus. No rotational sensor malfunctions were replicated during the rerun. During inspection of the drive mechanism assembly, contamination was observed on the commutator cap.